Event description:
It was reported that the device had keypad issue. There was no patient involvement.

Manufacturer narrative:
Correction: disregard the MFR report # 2016493-2025-113975. After further review, it was determined the report is a duplicate of the previously reported event captured under MFR report # 2016493-2025-11079.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had keypad issue. There was no patient involvement.